Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer stated the battery was low they changed the battery but was not worked. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
On july 12, 2022 customer called in with the following concern: after replacing new battery device remained blank. Customer is calling back after installing a new battery, monitoring the device for 2 hours and frozen display recurred. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Device power up properly after battery installation. Device was downloaded successfully using (thump software) for reference. Proceeded with the following testing to assure proper functionality of the device . Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display, low battery alarms or unexpected battery power loss noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceed it by cutting device open and perform a visual inspection on electronic assemblies and connectors. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, battery tube, motor flex connector gold traces, and force sensor flex connector causing electrical short. Device also received with cracked case (battery tube), cracked battery tube threads and cracked keypad at select button. In conclusion, customer concern was not confirmed during testing. Device powered up properly after battery installation and was tested successfully. However, after cutting device open corroded electronic assembly was noted causing intermittent electrical short. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.